Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the temperature setting was not reading correctly. Since the event was found during pm, there was no pt involvement.

Manufacturer narrative:
Device manufacture date is prior to 1999. This complaint was confirmed. The field service rep (fsr) investigated the unit on site. Both thermostats were replaced and the issue was resolved. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.